Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, temperature and impedance test, and irrigation test were performed following j&j medtech procedures. Visual inspection revealed reddish material on pebax. Further examination under microscopic imaging, a separation between pebax and electrode section was found, and the reddish material inside it. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed and the device was not properly irrigating; due to this condition, a manufacturing investigation was performed. During dissection it was observed that the irrigation tube was found to be bent inside the catheter in the piston area, causing poor flow, which could be related to a poor placement of the catheter inside the piston causing poor alignment of the components, related to poor handling by the production associate. An awareness session was performed to reinforce the correct process to the associates involved. A manufacturing record evaluation was performed for the finished device number lot 31305747l and no internal actions related to the complaint were found during the review. The high temperature reported by the customer was confirmed as the poor irrigation could be related to the event described. The root cause of the poor irrigation is related to the manufacturing process. The root cause of the pebax separation from the electrode could be traced to the manufacturing process and it is unrelated to the issue reported by the customer. This product issue will be addressed through the quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve isolation to prevent fluids to get into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section was found, and the reddish material inside it. During the procedure, the temperature exceeded the cut-off value of 65 celsius. The system stopped ablating when the temperature went too high (above the cut-off value). The medical team attempted to change the position of the catheter but the temperature issue continued. After changing the cable and the catheter, the procedure was successfully completed. No patient consequences were reported.